Manufacturer narrative:
Product analysis: confirmed the customer comment. Upper/lower case were cracked. The epg case was opened, cleaned and inspected. Upper/lower case, keypad, label-s/n, ring, cover-ring, bail, cover-bail, screw, o-ring, main board were replaced. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that backup pacing was not maintained when replacing the batteries in the external pulse generator (epg). The epg was not being used on a patient at the time of the battery change. The batteries that were used were not new and were not recommended by the manufacturer. After replacing the batteries, the product still did not operate properly. The product had been inspected by the facility prior to use. The epg was returned for servicing. No patient complications have been reported as a result of this event.